Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was broken. The following information was provided by the initial reporter: 24ga catheter broken.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was broken. The following information was provided by the initial reporter: 24ga catheter broken.

Manufacturer narrative:
H.6. Investigation summary: received one used 24ga bd insyte autoguard IV catheter unit without packaging and wrapped with a hand written note ¿(B)(4)'. The needle was fully retracted within the safety shield (barrel) and the button completely depressed. The catheter/adapter assembly was inside the protective needle cover which was intact with the grip/barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Photo: one photo was provided for observation of this incident which shown a unit and note with similarities to that of the returned unit. The unit was separated into three portions. (Portion 1; needle/assembly with needle fully retracted into the barrel, portion 2; the catheter/adapter assembly intact and portion 3; the protective needle cover). Observed there were no anomalies or damage to the unit/components. Pushed the needle to the out position for evaluation of the needle; no damage observed. Re-assembled the catheter/adapter assembly onto the needle assembly; no anomalies or damage observed. The unit remained intact during observations, after re-assembly. Based on the observations conducted the reported defect of catheter broke / separated before placement, was not observed or confirmed. Conclusion(s): relationship of device to the reported incident: not determined there was no physical/mechanical evidence to confirm and support manufacturing process related issues for the alleged failure. H3 other text : see section h.10.